Event description:
Home patient reported dry minicaps. Per the home patient, the sponges inside the caps have brownish color but seem dry. Per the home patient also stated the pouches seem very easy to open. The home patient noted no pt injury or medical intervention was associated with these incidents.